Manufacturer narrative:
(B)(4).

Event description:
It was reported the dyonics powermini with hand controls became hot during use. A backup was available to complete the procedure. No reported patient impact. There was no report of delay in the procedure.

Manufacturer narrative:
Complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-5,000 rpms) for 10 minutes. Unit passed functional tests on both dii and dii eip test control units with and without footswitch. Mdu did not lock up during functional testing and no overheating occurred. Three different type blades were used during functional testing without overheating. All functions performed as expected. No failure was detected, device operated within specification.